Event description:
It was reported by the customer that their insulin pump had been damaged. Customer stated that the device had cracks on the display screen, reservoir compartment and battery compartment. Customer stated they do not recall any significant events that led to the damage or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 230 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring, cracked reservoir tube and cracked reservoir tube window.(B)(4)